Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 780 hematology analyzer generated erroneous corrected and uncorrected white blood cell (wbc) values on the same specimen. Customer reported that the lh 780 also generated low nucleated red blood cell (nrbc) counts and generated "dimorphic reds" message on the same specimen. Customer reported that one patient result was affected. Customer reported that there was no impact to patient treatment. Bec field service engineer (fse) verified the instrument was working properly. Root cause is unknown.